Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level dropping from 30 mg/dl to 60 mg/dl. The customer was treated with juice. The customer did not report any symptoms for low blood glucose level. The customer stated that they received multiple pump error and was able to rewind the pump. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the downloaded history files confirmed hal software error detected alarm and the main arm cannot communicate with the motor arm alarm due to a software error.